Event description:
The spous of a patient came to the nursing station and said a nurse was needed in the room right now. The nurse went to the room and found the patient with blood dripping from the triple lumen hickman line. The lumen was clamped off and several nurses changed the line and cleaned a copious amount of blood from the floor.